Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. The third clip delivery system (cds) was advanced; however, prior to reaching the left ventricle, it was noted that the mr had increased, and the anterior leaflet was lacerated. It the physcians opinion, the lacerated leaflet was caused by the second implanted clip. The decision was made to deploy the third clip on the anterior leaflet only, closing the laceration. The clip was deployed, successfully closing the laceration and reducing the mr to 2. The patient was confirmed to be stable and discharged with no additional treatment. No additional information was provided regarding this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. Based on the information reviewed, it appears that the second clip contributed to the reported tissue damage; however a definitive cause of how clip caused the damage cannot be determined as the clip delivery system device was discarded after use. The reported patient effect of tissue damage (mitra valve injury) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.